Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings. The customer¿s blood glucose and the sensor glucose had a big difference. Blood glucose went up to as high as 25 mmol/l. Customer already did a correction bolus. Blood glucose at the time of the call was 21.7 mmol/l. The customer also reported that the newly inserted sensor had a lot of blood. The sensor will not be returned for analysis.